Event description:
It was reported that the patient underwent a balloon ablation procedure in 2003. The uterus sounded to 12cm. Physician was not able to maintain adequate pressure with 45 ml of fluid. The procedure was aborted prior to the heating cycle. Approximately one week later the patient was hospitalized with pelvic inflammatory disease. The only organism identified was gardnerella. The patient was treated with antibiotics and is recovering.